Manufacturer narrative:
Concomitant product: sec tubing; 1 liter lactated ringer and gentamycin 100ml; therapy date (B)(6) 2016. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the IV set broke at the pumping segment while attached to the patient. Patient was receiving lactated ringers 80ml per hr and secondary IV gentaymycin 100ml per hr. No patient harm reported.

Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report of the set having broken at the pumping segment was confirmed. Visual inspection showed that the silicone segment had completely torn from the upper fitment. There were no signs of damage to the upper fitment or the retainer ring. No functional or dimensional testing on the returned set was feasible due to the damage already present. The root cause of the silicone segment damage near the upper fitment was not determined.